Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of power pin board.

Event description:
Customer reported an issue with the v series monitor, which may have affected pt monitoring. No pt injury was reported.